Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a no flow of a one-link catheter extension set during infusion. The customer stated that they were using a setup with a non-baxter infusion pump. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.